Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed are based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed as the proximal seal was separated. The reported balloon material rupture could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the implantation of two implants was planned for the mid right coronary artery (rca) respectively with heavy tortuosity and the distal rca with mild tortuosity. Pre-dilatation was performed on both lesions with a 3.0x20 non-abbott balloon dilatation catheter with residual stenosis less than 40%. A delivery system (3.0x28) was advanced without resistance; however, did not cross the mid lesion site (with a curvature of approximately 85 degrees). A drug eluting stent (des) was implanted instead. After des implantation to the mid lesion, the distal lesion was reevaluated and it was decided to use a 3.5x28 implant. The delivery system was advanced and reached the lesion without a problem. However, when they started to inflate the balloon, it didn't expand and opaque leakage was observed in the balloon. The delivery system was removed immediately. A des was implanted instead. There was a good final patient outcome. No adverse patient effects. No clinically significant delay. No additional information was provided.